Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the complaint device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All 22 instruments of the lot were checked 100% for ctq features and for function at the final inspection on mar 13, 2013. The complaint device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an explant surgery of the prodisc-l (pdl) implant on (B)(6) 2016, the pdl endplate holing arm tip broke. The tip of the instrument retained in the pdl implant but was easily removed along with the pdl implant during its explantation. No instrument fragments were retained in the patient. This complaint is associated with (B)(4) which addresses and reports the need for pdl explant surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned instrument is part of the depuy synthes prodisc-l implant removal system. The instrument is designed to remove an implanted prodisc-l endplate during revision surgeries. Upon inspection of the device it can be seen that a portion of the expansion tip had broken off from the instrument and the rest of the tip is bent outward. In addition the tip of plunger is also bent. The balance of the device is in fair condition. The complaint is confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history record review was done for the returned instrument and showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A root cause could not be determined as the circumstances at the time of event are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: prodisc-l (part unknown, lot unknown, quantity 1).